Event description:
It was reported that the patient had bacteremia. The organism was identified as enterococcus. The patient's device and lead were removed. The patient was provided antibiotics and wore a lifevest. A new system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): d274vrc implantable cardioverter defibrillator 2009-(B)(6). (B)(4).